Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder,

Event description:
It was reported that the holder damaged the device. A 10mm stenofix implant was attached correctly onto the implant holder. When the surgeon began to impact on the implant holder to seat the implant, it spun on the holder and ruined the titanium at the attachment site. The implant was re-attached, but it spun again on the implant holder as soon as the surgeon applied impact. The titanium had become burred and could not maintain a connection with the implant holder. The surgeon requested to open another implant as this implant had become ruined. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and analyzed for conformance to print specifications. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Visual inspection showed that the interface for the holder at the implant at both sides is damaged in a way that indicates the holder was not completely closed, and that during hammering a rotation in the cranial direction was applied onto the device. This action can lead to such a deformation of the interface. No product fault could be detected. We are not aware of any other complaint of this nature regarding this article. Based on these findings, it is concluded that the cause of failure is not due to any manufacturing non-conformances. This complaint is invalid from a manufacturing standpoint.